Manufacturer narrative:
Diopter: +22.00. Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Event problem and evaluation codes: (B)(4).

Event description:
The reporter indicated the surgeon partially implanted a cc4204a +22.00 diopter collamer single piece lens. The lens broke, no additional information was available as to how or when the lens broke. The lens was partially in the eye. Lens was removed. No injury to the patient. Additional information was requested and none was forthcoming. No patient information, no injector or cartridge model and lot numbers used and no date of surgery.

Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review results: (operational problem): based on the DHR review and root cause analysis, the probable root cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes that may contribute damage to the lens or result in a released nonconforming lens. Surgical facility did not report any exceptional event or condition that could contribute to the damaged lens. (B)(4).

Manufacturer narrative:
Method: (process evaluation): device history record review. Result: (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, device history record review, medical review, and product evaluation, a specific root cause of the event could not be determined. (B)(4).